Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the emergency department after receiving a vibratory notifier, out-of-range, high voltage lead impedance measurement was observed. The lead impedance was rising slightly in the last year as the conditions in the pocket change (fibrosis). The physician intends to follow the elevated impedance closely.